Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.250 to 0.002 ohms when the screw was completely tightened. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Scrap door post. Device was sent to servicing.

Event description:
The product analysis lab (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec: measurement 0.105 ohm, specs are 0.001 - 0.100 ohm. Rite test failure, no patient involved.